Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2012-01452 / 1825034-2016-03779 / 3002806535-2016-00761).

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately 5 years post-implantation due to pain, infection and armd. During the procedure, the modular head and cup were removed, and a cement spacer was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were update/corrected concomitant products: m2a 38mm one piece cup sz 58mm catalog#: 15-105058 lot#: 426730; bi-metric ha/pc 14x150mm stem catalog#: 162034 lot#: 925523. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2012-01452. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.